Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: date and name of index surgical procedure? Esophageal cancer surgery. Procedure date is unknown. On what tissue was the suture used/location of suture placement? For closure of the right small incision (6 -8 cm transverse incision), the fascia was closed with symmetric. Please confirm where the stratafix suture break was noted (termination, middle, end)? The root of symmectic. What is the physician¿s opinion as to the etiology of or contributing factors to this event? It is possible that tension was applied because the patient was obese and it was lateral incision. What is the patient's current status? The patient has been discharged from the hospital and regularly visits to the outpatient department. Was any medical or surgical intervention performed specially re-suturing? Explain. Yes. Re-operation was performed and the surgical site was sutured by pds plus. Was there any alleged deficiency with the device as a contributing factor as mentioned in the event description? For example, did the suture broke post-operatively? Yes. The root of the suture was cut inside the wound. Initial procedure name/date? On what tissue was the suture was placed during initial surgery? Sutures were used for the fascia. On what date did the dehiscence occur on? Wound dehiscence was observed 1 week after surgery. The following information was requested, but unavailable: were any concomitant procedures performed? Did the patient experience any symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? =>no further information is available. What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Product lot number? Was any medical treatment provided to treat the wound dehiscence? If yes, please provide medicine name, strength and dose. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an esophageal cancer surgery on an unknown date and suture was used for closure of the right small incision. The surgeon commented that there was no discomfort or problem during suturing. On the 7th post-operative day, the staplers were removed, and 1 hour later, the greater omentum came out of the wound. Emergency operation was performed, and the inside of the wound around the root of the suture had been broken in one place. Reoperation was performed using single interrupted suturing the discharge period was not delayed due to this incident, and it was as scheduled. The surgeon opined it is possible that tension was applied because the patient was obese and it was lateral incision. Additional information was requested.